Event description:
Ous MDR - after an implantation time of about 9 months, it was reported to us that this philos dr had to be explanted due to a malfunction that was not described in more detail.

Manufacturer narrative:
Ous MDR - the incoming goods inspection established that the pacemaker was programmed to ssi mode with 60 ppm/3.0 v at 0.4 ms. The pacemaker underwent an electrical function check. A battery-lead telemetry (blt) without load was performed. It was noted that the obtained measurement values were not correct. Further blts with load were not successful. Furthermore, the pacemaker output signal was checked. An output signal could not be measured successfully. In the further course, the pacemaker was analyzed destructively. Intermittent pacing was observed during the destructive analysis. Amplitude and pulse width of the signal were within specifications. The detailed analysis at the modular level showed a damaged data line within a circuit. This damaged data line was identified as cause for the intermittent pacing. The check of the production documents and output tests showed that all circuits were built up according to specification and that, in the end, the complete pacemaker had left biotronik in a functional state. In summary, a damaged data line of a circuit was observed. This damage led to the behavior of the pacemaker noted in the analysis.